Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency department (ed) and a device report review was requested. Technical services (ts) noted on a specific date, then again a week later, the patient received multiple shocks several episodes, resulting in therapy exhaustion. Ts discussed the clinic was aware because the device was checked about a week later and there were uploads on the remote monitoring system that were dismissed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency department (ed) and a device report review was requested. Technical services (ts) noted on a specific date, then again a week later, the patient received multiple shocks several episodes, resulting in therapy exhaustion. Ts discussed the clinic was aware because the device was checked about a week later and there were uploads on the remote monitoring system that were dismissed. No adverse patient effects were reported. The device remains in service. Additional information indicated by the patient with this ICD, that the multiple shocks provided were inappropriate. As a result, the patient developed trauma and emotional behavior. In addition, the patient stated that the device was reprogrammed after the event. No additional adverse patient effects were reported. The device remains in service.